Manufacturer narrative:
The case states that the facility was using resert high-level disinfectant (hld) in a medivators dsd-201 automated endscope reprocessor (aer). The hld is not approved for use in the dsd-201 aer. It was also reported that the facility has not been testing the minimum recommended concentration (mrc) of the disinfectant after each reprocessing cycle on the aer to verify the correct concentration in accordance with the dsd-201 IFU. It was reported during a medivators field service engineer (fse) service visit that the dsd-201 aer was diluting the disinfectant to below the mrc requirements on the disinfectant's labeling. The facility was instructed by the medivators fse to not use the aer until the it had been fixed. The facility proceeded to reprocess several endoscopes in the aer before it was fixed. Mrc testing failed due to the disinfectant being diluted. Medivators clinical specialist and medivators fse both reported concerns of the facility's failure to follow instructions and failure to follow the manufacturer's ifus. Not using disinfectant at the correct concentration could result in endoscopes not being properly disinfected, therefore leading to potential cross-contamination. Total number of patient procedures performed with improperly disinfected scopes unknown. To date, there are no reports of patient illness or injury. The facility is contacting patients that had procedures done with improperly disinfected endoscopes. This complaint will contine to be monitored in the medivators complaint handling system.

Event description:
Facility was using resert high-level disinfectant (hld) in a medivators dsd-201 automated endoscope reprocessor (aer). This hld is not approved for use in the dsd-201 aer. This facility has also not been testing the minimum recommended concentration (mrc) of the disinfectant after each reprocessing cycle in accordance with the dsd-201 IFU. A medivators field service engineer (fse) made a visit to the facility to service a dsd-201 aer that was diluting the disinfectant to below the mrc requirements on the manufacturer's labeling. The fse instructed the facility to not use the aer until it had been fixed. The facility proceeded to reprocess several endoscopes in the aer and mrc testing failed due to the disinfectant being diluted. Both a medivators clinical specialist and medivators fse reported concerns of the facility's failure to follow instructions and manufacturers' ifus. Not using the disinfectant at the correct concentration could result in endoscopes not being properly disinfected, therefore leading to potential cross-contamination.